Manufacturer narrative:
The liat analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated positive results for sars-cov-2, influenza a, and influenza b. The same sample was retested on a different liat analyzer which yielded negative results for all targets. The initial positive results were not released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Based on the data and information provided, a specific root cause could not be determined. The investigation did not identify a product problem.